Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a peel-away sheath torn incorrectly was able to be confirmed by the photo. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The customer report of a peel-away sheath torn incorrectly was confirmed by visual inspection of the customer supplied photo. Based on the damage observed in the customer photo, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the team was pulling the introducer apart after they placed a line and it broke apart while still in the patient. She states that they had to use forceps to remove the rest of the introducer. The entire peel-away sheath was removed from the patient. The procedure was cmpleted successsfully. No harm, injury or health consequences occurred from this event. Patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the team was pulling the introducer apart after they placed a line and it broke apart while still in the patient. She states that they had to use forceps to remove the rest of the introducer. The entire peel-away sheath was removed from the patient. The procedure was cmpleted successsfully. No harm, injury or health consequences occurred from this event. Patient is fine.